Manufacturer narrative:
Pictures of the used device were provided showing the ball electrode covered in black material and the insulation appears to be melting heavily, close to the ball tip. The product was activated for 30 seconds on power setting coag 40 watts. The true total time of activation is unknown. The customer was using a bovie pencil from an unknown part number with a wallach quantum 2000 biovac generator. The customer stated that no material fell into the patient and there was no other patient impact. Per the product IFU, "confirm proper electrosurgical setting before proceeding with the surgery. Use the lowest appropriate setting to achieve the desired effect. The root cause was determined to be that the power settings were too high for the extended activation time. A DHR review was completed. There were no noted nonconformities during manufacturing and processing of this product and lot number. All items were noted as within manufacturing specifications from the manufacturing location. This is the first complaint of its kind for this part number. Based on the information above, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted. The submission is passed due as we recently became aware that the original submission was not accepted due to an old version of esubmitter.

Event description:
The customer alleged that product melted while in a procedure. There was no harm to the patient or the user.